Event description:
Subsequent to the initial report filing, additional information was received stating that the separated portions of the balloon caused right renal artery thrombosis. The separated portions were attempted to be removed for approximately one hour.

Event description:
It was reported that the omnilink stent was implanted inside a non-abbott covered stent in the right renal artery which was tortuous with no calcium noted. During the attempt to retract the stent delivery system (sds) balloon post deployment, resistance was encountered with the implanted stent. During the attempt to retract the sds, the sds balloon became separated. The separated portion was attempted to be snared, but the attempt was unsuccessful. The separated portion was compressed into the vessel wall by implanting an unspecified stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect anatomy; indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon separation was confirmed. The difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the indications for use section of the omnilink 18 biliary stent system instructions for use (IFU) states: the omnilink .018 biliary stent system is intended for palliation of malignant structures in the biliary tree. As the interaction of the omnilink stent with the previously deployed stent may have contributed to the reported difficulties.

Manufacturer narrative:
(B)(4).